Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter was returned due resistance during use. The catheter shaft was bent and fractured at the tip. The catheter was recognized by the catheter interface module and zonare viewmate system, however functional testing was not possible due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the damage is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming exposed internal wiring.